Event description:
Boston scientific received information that during the implant procedure, in a very ill patient, when this right ventricular lead was implanted the lead position had changed; high threshold measurements were displayed. The lead was unscrewed for repositioning and the patient's blood pressure dropped. Pulmonary edema was suspected. No pericardial effusion was revealed by fluoroscopy. A pericardial tap was performed and cardiac tamponade was confirmed. The lead was repositioned. However, the tamponade continued tapped. The atrial lead was implanted, satisfactory measurements were obtained. The device was reconnected. The left ventricular lead was implanted; a negative loop was formed outside the coronary sinus; lead dislodgement was confirmed. Loss of bi-v pacing occurred and blood pressure dropped. An emergent procedure was performed, but the patient experienced ventricular fibrillation and died.